Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was non-physiologic oversensing on both atrial electrogram and ventricular electrogram channels. It was noted that the oversensing was electromagnetic interference which occurred during external pain stimulation treatment that the patient had. There were also some stored episodes with t-wave oversensing (twos) on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD)nd lead remain in use. No patient complications have been reported as a result of this event.